Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module had an over infusion. A 250ml bag of sodium phosphate was programmed to run at the ordered rate of 83.3ml/hr using guardrails, however after 15 minutes a "large portion of the bag" was delivered. There was patient involvement but no harm.

Event description:
It was reported that a pump module had an over infusion. A 250ml bag of sodium phosphate was programmed to run at the ordered rate of 83.3ml/hr using guardrails, however after 15 minutes a "large portion of the bag" was delivered. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.